Manufacturer narrative:
The blower assembly was returned for failure investigation. The reported condition was verified. The root cause was due to the motor shaft is locked in place and will not move.

Event description:
The customer reported that the ventilator had a patient circuit occluded.there was no patient connected to the device at the time of the event occurred.